Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 19971122, model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient was experiencing pain at the cervical site. The patient underwent a lead revision procedure wherein the physician cut one lead and the other lead was removed completely.